Event description:
It was reported that the bd secondary administration set had a crack causing it to leak. The following information was provided by the initial reporter: IV secondary tubing had a crack in it, resulting in leaking ns.

Manufacturer narrative:
Investigation summary: a complaint of a crack in the set was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 11448964 lot number 22113092 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.